Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation was completed. This complaint is an ancillary service event. The increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was determined to be one or more cycles advanced to the next fill when slow / no flow occurred above the minimum drain volume threshold. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy that was initiated on (B)(6) 2013 at 19:55:07. During night drain cycle four, the patient's ultrafiltration reading was 1262ml, indicating the patient drained 1262ml more than their maximum programmed fill volume of 2000ml. No additional informationn is available.